Event description:
It was reported that cgm displayed error message 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and after reset pump no longer displayed cgm error message, with no further issues reported.